Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during preparation for placement of an epicardial lead, this cardiac resynchronization therapy defibrillator (crt-d) was programmed to electrocautery mode in preparation for the procedure. After programming the device to electrocautery mode, the crt-d and right ventricular (rv) lead exhibited pacing inhibition. The patient was pacemaker dependent and experienced asystole as a result. The device was programmed back to ddd mode and appropriate pacing resumed. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. The device was then programmed to temporary doo mode and the procedure was completed. Upon completion of the procedure, the device was programmed back to electrocautery mode and appropriate function was observed. The device was then programmed back to it's normal parameters. This product remains implanted and in service. No additional adverse patient effects were reported.